Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: testing revealed no output and no telemetry conditions, which were the result of lifted hybrid bond wires. It was reported that during a routine follow-up visit, no communication was possible with the pacemaker. No magnet reaction and no output were seen on the ECG. The device was explanted and replaced. There were no patient complications reported as a result of this event, and the patient status was reported to be good following the replacement procedure. Atual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly device was out of specification in a manner that relates to event interrogate, difficult to magnet mode discrepancy output, none.

Event description:
It was reported that during a routine follow-up visit, no communication was possible with the pacemaker. No magnet reaction and no output were seen on the ECG. The device was explanted and replaced. There were no patient complications reported as a result of this event, and the patient status was reported to be good following the replacement procedure.